Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) error was confirmed during the functional testing and the event log review. The complaint was traced to the ce cold power overriding the heater power, compounded by a stuck key on the display panel. After resetting the cooling engine and readjusting the ce pressure regulating valve, the device passed functional testing. The event log review indicated multiple tcmid:06 errors, confirming the reported complaint. The thermogard system failed functional testing due to a tcmid:06 error displayed during the power on self-test (post). The root cause of tcmid:06 error was traced to the ce cold power overriding the heater power, compounded by a stuck key on the display panel. After resetting the cooling engine and readjusting the ce pressure regulating valve, the device passed functional testing. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6) .

Event description:
During annual preventive maintenance by the hospital biomed, the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) error. No patient involvement.